Event description:
Customer's mother reported that the customer has been experiencing high blood glucose readings. Customer reported symptoms of nausea and fatigue. Customer's blood glucose reading at the time of the call was 472 mg/dl and has treated with a shot of insulin. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. Air bubbles were noted in the tubing. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.